Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when attempting to take a 2d long film (2dlf) image, the mobile view station (mvs) threw an error that said "image quality may be affected. Offset between error and project is too large." The manufacturer representative was preparing the system for an "in service," which meant that they were setting the system up to educate the customer on how to use 2dlf. The manufacturer representative performed a 2dlf calibration to see if the error would go away, but the calibration failed. The system had only been on for about 30 minutes at this time. The manufacturer representative rebooted both the image acquisition system (ias) and mvs. When attempting to recalibrate 2dlf, the system threw a new error in addition to the offset error that said that a filter alignment is required and that the file could not be found. The manufacturer representative attempted to perform the 2dlf calibration again, but this time it passed. Even though the 2dlf calibration passed, the 2dlf icon on the pendant still showed it to be disabled. After another reboot, the 2dlf icon showed that it was enabled. The manufacturer representative tried to snap some images, and it worked. There was no patient involvement.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.